Manufacturer narrative:
(B)(4). During follow up with the reporter stated that antibiotic treatment with ceftazidime and vancomycin was discontinued seven days after the onset of peritonitis. The patient recovered from the event of peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as the patient had poor hand washing technique/practice. Peritonitis was manifested by abdominal pain and cloudy effluent. Beginning on the day of onset, the patient was treated with ceftazidime intraperitoneally 1 gram once a day (duration not reported) and vancomycin intraperitoneally 2 grams once a day for four days for the peritonitis event. Antibiotic therapy with vancomycin was expected to stop eleven days after the receipt of this report. Physioneal, nutrineal, and extraneal therapies were ongoing. The patient was recovering from the peritonitis event. On an unknown date, the patient was retrained on the proper aseptic technique. No additional information is available.